Manufacturer narrative:
The hcg+b reagent expiration date was not provided. The cobas e411 disk serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg+ss test system assay on a cobas e 411 analyzer (disk system). Initial result: 19.49 miu/ml. The nurse questioned the initial result, prompting the repeat of the sample. Repeat result: <0.1 miu/ml (accompanied by a data flag). The repeat result was deemed to be correct.

Manufacturer narrative:
Qc was acceptable. No relevant instrument alarms occurred. The field service engineer (fse) did not identify an instrument issue. Voltages and adjustments were checked with no issues. The fse identified preanalytical sample handling issues: the customer does not invert sample tubes (the tubes require 5-6 inversions), the customer uses a coagulation time of 10 minutes (30 minutes is required, and the customer uses a centrifugation time of 5 minutes (the required time is 10 minutes). The investigation determined the event was due to preanalytical handling issues.